Event description:
The manufacturer received information alleging a trilogy evo o2 international ventilator alarmed 'ac power disconnect' after a power outage at the facility. Per the reporter the alarm was acknowledged, and they are requesting more detail what exactly happened with the device or whether it entered standby mode on its own. They express concern because the patient (on the device) has some spontaneous breathing, but for another patient, the consequences could have been more severe. There was no patient harm or injury reported with this notification. This has been reviewed by the clinical expert, and it has been determined that a serious injury did not occur. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy evo o2 international ventilator alarmed 'ac power disconnect' after a power outage at the facility. Per the reporter the alarm was acknowledged, and they are requesting more detail what exactly happened with the device or whether it entered standby mode on its own. They express concern because the patient (on the device) has some spontaneous breathing, but for another patient, the consequences could have been more severe. There was no patient harm or injury reported with this notification. This has been reviewed by the clinical expert, and it has been determined that a serious injury did not occur. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed. In the previous report the "type of reported complaint" was incorrectly reported as a serious injury. This report serves as the correction to malfunction as this has been deemed not to be a serious injury by the clinical expert and is to be reported as a product problem. Box "h" has been updated.